Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, the cage would not catch the dart, and the device was not retracting the dart properly. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0510 captures the reportable event of retraction problem. Block h10: the returned capio slim device was analyzed and found to be visually in good condition. Additionally, during functional analysis, the device was properly deployed and was able to retract. With all the available information, boston scientific concludes that the events of cage failure to catch the needle and carrier retraction problem could not be confirmed. Since no damages were found on the returned device and there is no enough evidence, it is determined that the most probable cause cannot be confirmed due to the lack of information. The complaint is classified as "no problem detected" because the investigation findings did not lead to the device complaint or problem confirmation.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on may 2, 2023, for the treatment of pelvic organ prolapse. During the procedure, the cage would not catch the dart, and the device was not retracting the dart properly. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of retraction problem.